Manufacturer narrative:
H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cuff could not be inflated. The status of the product at the time of the event was reported as unknown. It was unknown whether the incident occurred during patient use, no patient harm/adverse event reported.

Manufacturer narrative:
Primary UDI number: corrected. Evaluation codes: updated. One device sample was received for analysis. Under visual inspection the sample appeared to be in good condition. A functional inflation test was performed. The device inflated smoothly and after 12 hours it was confirmed that the cuff was still fully inflated. The complaint was not confirmed/duplicated. No trend for similar customer complaints was identified. A device history record (DHR) review could not be performed as the lot number was unknown.